Event description:
It was reported that the customer had a button error alarm. Customer pressed esc and act to clear the alarm but it did not work. Customer was not pressing any button for 3 minutes or longer. Customer uses an (B)(6) alkaline battery. Customer has to discontinue use of the pump and follow their medical prescription for insulin shots until the replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.